Event description:
During the surgery, the tip of the cup impactor did not engage with the thread of the cup hole. They tried with a cup trial and there was no problem. A backup cup of the same size was used and there was no adverse outcome to the pt or the user.

Manufacturer narrative:
The trident shell was returned without its dome hole plug. There are minor scratch marks noted on the internal surface around the dome plug area. Closer inspection of the dome hole threads show that the first thread is flattened and damaged, indicative of being cross-threaded. The root cause of the reported event was most likely cross-threading of the shell when it was threaded on to the impactor. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code.